Event description:
It was reported in an article in the journal "journal of vascular surgery: venous and lymphatic disorders" titled, "percutaneous superior vena cava puncture for hemodialysis catheter placement", one patient had catheter piercing the cupula pleura followed by urgent thoracotomy and surgical repair for hemothorax, mild chest pain was noted in 37 cases, catheter dysfunction due to thrombosis in 66 patients, catheter malpositioning in 5 case and catheter-related blood stream infection in 6 cases.

Manufacturer narrative:
H10: yuliang zhao, md, qiuyan zhao, bn, wei wei, md, letian yang, md, yang yu, md, li zhou, md etc, (2022). A comparison of outcomes between percutaneous superior vena cava puncture for hemodialysis catheter placement. Journal of vascular surgery venous lymphat disord, 2023 mar;11(2):318-325. Doi: 10.1016/j.jvsv.2022.07.014. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.